Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with cold insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed. The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge.